Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The fse confirmed that the issue was due to the customer not inserting the test load. Once they inserted the test load and ran the functional tests, the verification carried out at the moment has passed without reporting any problems. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device functional test does not pass occasionally. There was no patient involvement.